Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-stained rv oversensing episodes were noted at a routine follow up. No patient symptoms were reported. The device was oversensing t waves. Programming changes were made and no further issues reported.